Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels for a period of 3 days (380 mg/dl). Customer treated elevated bgs by administering manual injections. System check was performed with tandem technical support, and the pump performed as intended. Customer initially declined to remove the current site as they had just changed it out the previous day and the issue had not resolved. Customer later agreed to change out the site once they got off the phone.